Event description:
The facility reported a colleague infusion pump in which the tube would not load. This was identified during biomedical testing. No patient injury or medical intervention was associated with this report. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of tube load failure was confirmed during evaluation. This was determined to have been caused by an inoperative open key on the keypad's pump head module. The pump head module was replaced to resolve the reported condition. The device was tested, and returned within specification.